Event description:
On december 30, 2006, the lay user/patient contacted lifescan alleging that his one touch ultra was reading inaccurately high compared to his normal readings and to other devices for 30 days; however, the patient only provided results in 2006. In 2006, the patient reportedly obtained blood glucose results of "300-400's" on the reported meter, "125 mg/dl" on a one touch profile, and "124 or 122 mg/dl" on his friend's "one touch" meter, performed all at the "same" time. At the time of the tests, the patient had symptoms of shakiness, anxiety, and pain in the kidney area. He took an extra pill of glucophage based on his result from the reported meter and stated that his symptoms got worse after taking the glucophage. He believed that his blood glucose levels went down because at an unspecified time, he tested again and got "52 mg/dl" on the one touch profile; however, he got "250 something" on the reported meter. While on the phone with the customer care advocate (cca), the patient tested his blood glucose and got "196 mg/dl" on the reported meter and "131 mg/dl" on the one touch profile, performed back-to-back. The patient did not report any additional medical attention or treatment. The cca verified that the reported meter was set up correctly to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. A control solution test was not run because the patient did not have any control solution. It would be helpful to obtain the following: the patient's expected meter readings, the patient's usual diabetes medication regimen, if the test strips were within discard/expiration date, the patient's hematocrit, the times of the reported meter readings, why he took an extra pill of glucophage when the patient experienced the reported symptoms, if he administered self-treatment when his symptoms got worse, and if the patient has any other health conditions. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia and obtained a reading that did not correlate with those symptoms. The reporter alleges the patient then took glucophage and began to feel worse. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.